Event description:
Same case as: 2134265-2014-06520, 2134265-2014-06519. It was reported that automatic pullback failure occurred. During preparation, an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a sled to perform automatic pullback. However, it was noted that the opticross¿ imaging catheter was unable to perform automatic pullback at all. It was confirmed that there was no issue with the ilab. The procedure was completed with another of the same catheter. The same sled was used after the catheter was replaced. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, a good square image appeared in the system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-06520, 2134265-2014-06519. It was reported that automatic pullback failure occurred. During preparation, an opticross imaging catheter was used in conjunction with an ilab ultrasound imaging system and a sled to perform automatic pullback. However, it was noted that the opticross imaging catheter was unable to perform automatic pullback at all. It was confirmed that there was no issue with the ilab. The procedure was completed with another of the same catheter. The same sled was used after the catheter was replaced. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).